Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead fracture resulting in loss of capture (loc) and noise and a new rv lead of a different model was placed. No additional adverse patient effects were reported.